Event description:
It was reported that after the use of the product, the pilot balloon got detached. The customer stated this happened without contact with sharp objects or applied pressure. No patient injury was reported.

Manufacturer narrative:
Other, other text: one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. The problem source is design. DHR review was not completed as no lot number was provided.